Event description:
It was reported that during a routine pulse generator change out, the right ventricular lead exhibited a fracture. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes the lead exhibited a failure to capture. The lead was capped on (B)(6) 2014.